Event description:
As reported by dr in endovascular today (november 2007; volume 6, no. 11), infolding a gore tag thoracic endoprosthesis was noted during endovascular repair of a type b dissection. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.